Manufacturer narrative:
Date sent to the FDA: 11/13/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: an empty labeled winding former and two needle/sutures pieces of product were received for evaluation. The product code is double armed. During the visual inspection of the sample, the suture was received broken in two section and body fluids, knot, damaged on the surface, stress was observed. In additions, the ends of the suture was noted with a lineal cut that appear to be by use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The condition of the sample received suggest an improper handling. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a shunt procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while continuous suturing on the blood vessel. There were no adverse patient consequences reported. No additional information was provided.